Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her battery compartment is completely broken and that it will not hold a battery in place. The customer¿s blood glucose is 7.4 mmol/l. They said that the pump is not delivering insulin. She has contacted her pharmacy for insulin pens as a back-up plan. The pump will be returned for analysis.